Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had exposure to moisture and blank display. The customer's blood glucose level was unknown. It also reported that the insulin pump was exposed to the moisture and type of moisture was water. It also reported that display is blank currently and display was blank less than 30 seconds. The customer was advised to remove battery after insertion of battery alarm did not display on the pump screen. The customer was advised that the pump will need to be replaced. The customer will not return insulin pump for analysis.